Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had no auditory perception at the switch on, one week after surgery. Post op diagnostic imaging showed that the electrode has moved out of cochlea and is in the middle ear. The patient was re-implanted with a standard electrode.

Manufacturer narrative:
Conclusion: according to the patient report, the diagnostic imaging showed that the electrode has moved into the middle ear. During revision surgery, a damage to the electrode array was found, therfore patient was re-implanted with a new device. During device investigation a wire fracture due to minute device mobility was found, which is assumed to be most likely due to electrode movement. All other damages found during investigation are contributable to the explantation surgery. This is a final report.

Event description:
The patient had no auditory perception at the switch on, one week after surgery. Post op diagnostic imaging showed that the electrode has moved out of cochlea and is in the middle ear. The patient was re-implanted with a standard electrode. As per the device explantation report form, during surgery the first electrode contact was seen to be partially lifted off, therefore the electrode array was not re-inserted.